Event description:
Hcp reported pt presented with a sign of an intraspinal mass including back pain. An MRI was done. The mass was diagnosed and the catheter removed in 2003. Operative report findings showed the catheter was completely occluded. Cultures taken were negative. The pt's present status is reported as stable.